Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 our (B)(4) affiliate received a call from an eye care provider (ecp) who reported red eyes while wearing the acuvue define brand contact lenses. The ecp could not provide any additional medical information. On 17aug2016 a call was placed to the pt and additional information was provided as follows: the pt reported that he/she ¿found two lenses with black dots on the lens (excess print). The pt reported that he/she wore the 2nd suspect lens on the od and the ¿eye turned red and swollen.¿ the pt reported that he/she didn¿t seek medical attention, but ¿used an anti-inflammation eye drop.¿ the pt reported that he/she would see the doctor later in the week. On (B)(6) 2016 the pt called to report that the ¿od is itchy, dry and red, but better than last week.¿ the pt reported that he/she has not been to a doctor yet. On 25aug2016 a call was placed to the pt and additional information was received as follows: the pt reported that he/she went to an ecp this morning and was diagnosed with keratitis ou. The pt reported that he/she was prescribed esculin, digitalis glycosides eye drops daily, gatifloxacin mesilate eye drops 4 times a day and levoxacin ointment daily. No additional information was received. This report is being submitted for the pts od event. The os event will be submitted in a separate report. The product was requested for return for evaluation, but the pt refused to return the product. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 3618110253 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Approx 1 lens case, which contained 2 lenses were received for evaluation. The 2 lenses were evaluated as requested with the following results: the base curve, center thickness, diameter measured within specification. A visual inspection revealed an edge chip and an edge tear. No other visual attributes were observed. (B)(4).